Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 377760 (lot: v007201); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they were having an issue with their stimulator since probably (B)(6). Patient confirmed that they had not had any falls or trauma, but stated they had lost some weight and they felt like the batteries started moving around and now where the wires are they could feel a "huge lump going up their back" and they felt "shocks once in a while." Patient recently moved to florida and requested a physician listing for their new area in order to see an hcp to address these issues. Agent provided information and redirected to hcp to further address. Patients rep stated they went to see a doctor that medtronic sent them and they did x-rays last week. They have an appointment with the neurosurgeon tomorrow and would like a medtronic rep there. Agent provided nas phone number and redirected caller to pts doctor.